Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the sensor was not being detected by the insulin pump. The sensor signal could not be found. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. A pump error indicating the radio frequency processor failed at self-test was found in the alarm history. The sensor had already been removed. The insulin pump will not be returned for analysis.